Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The customer stated the issue occurred after the start of the procedure, with the surgeon¿s head inside the surgeon console while the surgeon was attempting to manipulate instruments. The surgeon describes that the instruments doesn't move in the direction commanded. The surgeon moved the tips of the instrument down but the instrument moves to the left. The surgeon tried to straighten the tip; however, the instrument moves up instead. The timing of instrument movement was delayed. There was not any shakiness and/or friction experienced/observed with no interference, patterns, or external collisions. The customer released the instrument from robotic arm, checked the drape, and the mechanism with other instruments and determined the drape function was ok. The staff reinstalled the instrument; however, the issue persisted. The customer stated there was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was moving in an erratic manner. A backup instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. The monopolar curved scissor instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on the claim against the product by the customer noting an erratic movement of the monopolar curved scissors (mcs) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and the complaint regarding erratic movement was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tip opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. A visual inspection was performed and there was no damage found with regards to the reported complaint. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have a life indicator that was prematurely activated. A review of logs confirmed the instrument has not expired. The instrument was placed on an in-house system and confirmed the instrument had 3/10 remaining. The instrument was found to have blade damage. One of the blade edges had a small indentation, however, the instrument did cut through the 0.006" latex. The instrument was found to have multiple input disk shafts cracked. Hairline cracks were found on grip input shafts #6 and #7.

Event description:
Refer to h10/h11 for follow-up information.